Manufacturer narrative:
(B)(4). On 04aug2016, customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
The customer reported, while using retractor 88-1090 (tebbetts fiberoptic ss retr 19cmx30mm) and light cord 88-9760 (fiber-optic light cable 3.5mmx7.5ft a/a) during a bilateral nipple sparing mastectomy, the metal coupling part connecting the light cord to the retractor got hot and burned the patient. The customer further reported, the patient's arm was abducted at 90 degrees, the burns occurred during the procedure while the breast was being retracted upwards and laterally. The connector touched the arm. The same is true for a burn sustained on the breast while performing the contralateral mastectomy. All burns likely occurred while the instrument was in active use or while repositioning of the retractor. The patient suffered three second degree burns, partial thickness, with blisters. Two were on the arm and one was on the breast in the medial location. The burns on the arm were treated with silvadene creme and the burn on the breast was treated with excision. The wounds were healing as of the post-op visit with the patient. The patient's medical status after the event was stable. The customer reported to having not read the instructions to this particular lighted retractor, nor did the fellow and first assist, but has been using lighted retractors in their surgical cases about 9-10 years. The retractor has been used 10-15 times in a year. The procedure was completed as planned.

Manufacturer narrative:
(B)(4). The sample was provided and an evaluation was performed. The instrument was manufactured in july of 2014. The cable has many broken fibers which have caused the light transmission to be reduced; however, the cable still functions as normal. The noted presence of obscuring ¿unknown black debris¿ material on the terminal optic surface is particularly important. It was likely not ¿black¿ at the time and likely wet, providing a coupled reflector to send light back to the cable coupling to generate more heat. By way of approximate comparison, subject cable was connected to one of the supplier¿s sslw-0100 light wands and to a 300w cuda xls-300 light source full open. After one half hour the silicone rubber boot reached 36.5 degrees celsius, the knurl reached 30 degrees celsius, the ¿shaft¿ behind the knurl reached 27 degrees celsius and the base of the wand post reached 31 degrees in 27 degrees ambient. When the boot-knurl shaft was grabbed, it was not disagreeably uncomfortable to the touch, and rapidly cooled to a quite comfortable level. Note that the supplier did not have the specific energy output data for the welch allyn 300w light source used in the procedure. To achieve more accurate results of the investigation, it would require the specific combined equipment used to reproduce the situation. The cable meets all specifications, and shows no evidence of excessive heating or defects. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.